Event description:
The physician reports that the crystalens optic became scratched during handling. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is good.